Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced infusion set off during use. The set was in use for less than eight hours. The patient replaced infusion set and resumed insulin successfully. No further information available.